Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that clarification has been made that it was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with becker gel implants in 1999 noticed that beginning (B)(6) 2017, the right breast was painful and appeared smaller than the left side. The patient also reported infection in her lungs, she reported that her breasts are burning and painful but not hard or scarring. The patient has concerns of endocarditis and thinks the implant has a leaky valve. The patient also reported connective tissue issues. It is unclear whether the devices are gel or saline based on provided information, although the patient reported gel implants. (No catalog number or lot number provided). The root cause of the patient's symptoms are unknown. The patient's devices are still implanted and no date of revision or explantation was provided. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. On (B)(6) 2018, it was reported to mentor that devices were unknown becker breast implants as per conservative approach since customer reported a defective valve. Correction was made the right breast implant had defective valve. The rupture code was removed from the right breast implant. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with a gel mentor breast implants of unknown type and experienced rupture and defective valve on the right breast implant, connective tissue issues. The patient noticed rupture. The patient has infections in lungs. The patient has breast pain on both sides. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.